Manufacturer narrative:
Eval summary: reported failure confirmed, damaged 3 pins area. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
The customer states that the blade broke during an intubation procedure. No pt injury was reported.